Event description:
It was reported to manufacturer that the sites hand held screen would freeze at different times during usage, but mainly it would freeze at the interrogation screen. Additionally, it was reported that the hand held would perform slowly. Troubleshooting was performed which included reseating the flashcard and the frozen screen would resolve. The site requested a new hand held to replace the non-working device. Good faith attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
The report of the frozen screen occurring at different times during usage. Since the device was not returned to manufacturer for analysis, no conclusion can be drawn regarding this event. (Software/firmware caused event) the frozen screen during interrogation event.